Event description:
Explanting physician reported capsular contracture baker grade IV diagnosed via mammography. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Photo analysis: device photograph(s) for the device related to the reported event of capsular contracture-breast was requested on december 26, 2023. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.